Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. Visual inspection of balloon catheter 2af284 with lot 67344 showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for twelve injections. Additionally, dissection showed a guide wire lumen kink at 1.6 inches from the tip inside the balloon, and pressure test did not show any leaks. In conclusion, the reported kink issue has been confirmed through product analysis. The reported catheter failed the returned product inspection due to the guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter shaft was found to have a kink, below the balloon. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event. The balloon catheter was returned and subsequently tested out of specification per the manufacturer's investigation.